Event description:
Additional information was received from a representative (rep) and a consumer. It was reported that the patient had an appointment to meet with the healthcare professional and representative (rep) on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep). It was reported that they were able to restart the battery using antenna locate and the patient was able to charge normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Patient reported th eir device had not helped since early 2016 so they stopped using their device. A loss of therapy was reported. Patient reported they had fallen ¿a couple of times¿ but did not remember what year these falls took place in. It was reported that their recharger started not connecting with the implant a week prior to the report ((B)(6) 2017) and could not connect with their programmer either. A poor communication was reported. They last charged and felt stimulation in (B)(6) and reported their stimulation would not go to their back, but only to their legs. Patient was redirected to their physician.